Event description:
It was reported that they are getting too much stimulation and its affecting their balance and said they had a rep do programming yesterday but says its "set too high at 7 and I need to lower it but it keeps saying retry when I try to connect". Patient(pt) says the communication issue has been happening since the implant, and they told rep about this about a week after the implant and said, "she never did anything about it, she just does the programming". During the call pt reset communicator and handset and then tried to connect but it still said communicator not found. They tapped on switch communicator and entered code manually but it still wouldn't connect. The issue was not resolved. A request was sent to the repair department to replace the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative saying the patient had increased his settings. They also mentioned that the patient used his controller to decrease settings and the issue is resolved.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.